Event description:
Hcp reported intraspinal mass confirmed by MRI. The patient had experienced an increase in pain, band-like or radicular pain, bowel and bladder incontinence, and new or increased weakness of bilateral lower extremities. The patient underwent removal of the catheter. Present patient status was not reported.